Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion can be drawn.

Event description:
Pt had experienced a previous revision procedure on (B)(6) 2011 was returned to the operating room for a revision due to a report of implant breakage upon standing up from the toilet sometime in (B)(6) 2012. It was reported that slight union was noted at 5 months post-op ((B)(6) 2012) prior to the fall. Device was explanted, however, it is not known what additional treatment was given to the pt.